Event description:
A damaged usb port was reported during a pump check for a demo pump that had been returned to the warehouse. The damage prevented the pump from being charged. The pump was subsequently replaced to address the issue.